Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of capture, high pacing impedance, and high capture thresholds due to damage on the left ventricular (lv) lead. The physician elected to implant a temporary lead and programming changes were performed. The patient condition was stable.